Event description:
During a routine hemodialysis treatment, it was reported that the operator experienced an arterial alarm that could not be resolved. A manual rinseback could not be performed because it was determined that the blood circuirt was clotted resulting in a 210cc blood loss. No medical intervention was required.